Event description:
It was reported that a revision surgery was performed due to the patient's trochanteric region and greater trochanter was completely ununited. The cables and claw were removed. The trochanteric nonunion was fixed by reapproximating the greater trochanter in the appropriate position and placing a new cable claw construct in the appropriate position.

Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review revealed no additional complaints for the associated batch. The clinical/medical team concluded unable to rule out the malpositioned prosthesis, leg-length discrepancy, ¿infection treatments¿, and continued motion along with the patient¿s comorbidities as likely contributing factors to the reported non-union of the trochanteric region/gt. However, without the supporting operative reports, lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be determined and a causal relationship with the cables cannot be confirmed. The patient impact beyond the reported non-union, left hip revision left trochanteric/gt orif and expected post-op convalescence cannot be determined. No further medical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.